Manufacturer narrative:
(B)(4). Our investigation is ongoing and we await receipt of the product for analysis. Upon completion of the investigation, a final report will be submitted.

Event description:
It was reported that the packaging was open. Thus, the items that should be sterile were no longer sterile upon the customer receiving these items the event occurred prior to surgery and upon receival inspection. No adverse events have been reported as a result of this malfunction.